Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to undergoing an magnetic resonance imaging (MRI) this implantable cardioverter defibrillator (ICD) exhibited an out-of-range shock lead impedance measurement of 132 ohms. The health care professional (hcp) determined that the right ventricular (rv) lead was stable and proceeded with the MRI. This device remains in service. No adverse patient effects were reported.